Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported ischemic stroke and subsequent patient outcome could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted into the hospital on (B)(6) 2014 after experiencing seizures. Upon admission it was diagnosed that the patient experienced an ischemic stroke. The patient had severe deficits, and on (B)(6) 2014 the patient was sent home on hospice care. On (B)(6) 2014, the patient expired.